Event description:
On 11/12/1999, at approx 1530 hours, device #1 was set at 10cc per hour rate to infuse 250cc of pepcid. At approx 1600 hours IV pulled out and restarted administration at 1900 hours. At 2130 hours, 250cc solution had infused.